Event description:
Hospice pt on hydromorphone drip using aims plus pump delivered more hydromorphone than it was programmed to deliver. Our biomed dept had previously checked this unit because nursing staff had suspected it was delivering more drug than was programmed for it. Found to be within 20 percent accurate delivery -guide per MFR-. We have sent it back to be rechecked and will not be using it again until replaced. Pt did not have an adverse reaction, as she is on very high dose of hydromorphone and has had escalating needs of the drug. The hospice nurse caught this before any problem did occur.